Event description:
In june 2005, the patient became febrile; a urinary tract infection was suspected a lumbar puncture was peformed to evaluate the cerebrospinal fluid. The pump pocket was surgically explored and revealed a "suspicious looking dacron pouch" which was irrigated with antibiotics.august 2005 the patient was continuing to experience nausea, vomiting and "worsening fevers". No signs of infection were noted at the pump or catheter sites. Another lp was performed. The hcp replaced the distal portion of the catheter three days later splicing a new distal catheter to the existing proximal catheter. The next day the patient had a temperature of 103 degrees white blood count was elevated and the csf appeared "cloudly". The patient was receiving compounded baclofen in a concentration of 5000 mcg/day at a rate of 770 mcg/day. The hcp planned to slowly titrate the baclopfen with oral supplementation and subsequently explant the entire system until the infection cleared.